Event description:
Per the clinic, the patient experienced a skin flap infection and acute otitis media. The patient was administered antibiotic treatment (type not reported) and tubes placed in the ear drum. Patient was explanted 2009, and the patient was reimplanted with a new device during the same surgery.